Event description:
Allegedly, revised due to pain.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Product will not be returned for evaluation. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in another country.